Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer received instructions from technical support on how to reset the pump, and after the reset, the cgm error code did not appear again. Customer successfully started their sensor session.